Event description:
Upon insertion of the wire through the needle that comes in the kit, the wire became unraveled upon removal. Another kit obtained and procedure continued.====================== manufacturer response for coaxial mini access kit, coaxial mini access kit (per site reporter).====================== manufacturer provided return shipping and will send replacement product.